Event description:
A malfunction on the pump was reported by the customer with no notable events occurring prior. The customer¿s blood glucose level was not adversely impacted, and it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred.